Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Event description:
The customer reported to a baxter representative a condition of an intermate disposable drug delivery system that was alleged with a loose blue luer cap - the luer cap was reported to be loose within the packaging. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This is report #3 of 6 involving this condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed, during visual inspection of the returned sample. The root cause was determined to be a loose cap due to operator oversight. Should any additional information be made available, a follow-up MDR will be submitted. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.